Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic after receiving hv therapy due to noise. The noise was reproduced via arm positioning technique. The lead was explanted.